Event description:
It was reported that revision surgery was performed. On the (B)(6) 2018 while revising a previous tkr the new cr dd insert was damaged on insertion so another insert was opened. Patient did not originally have patella done, so was revised to do the patella and chose to change the liner also.

Manufacturer narrative:
The associated device was returned and evaluated. The insert was the only device returned for evaluation. Per the lab results, the as received component showed damage near the insertion/extraction slot. No damage is observed to the posterior locking detail say of the implant. Scratches were observed near the insertion/extraction slot on the distal face of the implant. No material or manufacturing defects were observed in the course of this investigation. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough medical assessment. However, it was reported all pieces of the cr-dd insert were removed from the surgical site, and the patient is currently in good condition. This complaint will be re-evaluated if more information becomes available. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.